Event description:
It was reported that this pacemaker system experienced an automatic safety switch from bipolar to unipolar pacing due to an out-of-range right ventricular lead impedance, suggestive of a possible lead fracture. Despite this, no adverse patient effects were reported, and technical services recommended further clinical evaluation of the lead. This system remains in service.

Manufacturer narrative:
This report is being submitted to correct h6 impact codes and h6 device codes.

Event description:
It was reported that this pacemaker system experienced an automatic safety switch from bipolar to unipolar pacing due to an out-of-range right ventricular lead impedance, suggestive of a possible lead fracture and oversensing. Despite this, no adverse patient effects were reported, and technical services recommended further clinical evaluation of the lead. This system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this pacemaker system experienced an automatic safety switch from bipolar to unipolar pacing due to an out-of-range right ventricular lead impedance, suggestive of a possible lead fracture. Despite this, no adverse patient effects were reported, and technical services recommended further clinical evaluation of the lead. This system remains in service.